Event description:
It was reported that the patient was having coupling issues. It was noted that actions required as a result of the event included a revision. It was noted that the battery was placed higher from original pocket for limited mobility. It was noted that impedance testing was performed. It was noted that they attempted to get a connection between the implantable neurostimulator (ins) and the recharger and did not get any coupling bars. It was noted that the issue was resolved. It was noted that the battery flipped horizontal in the pocket which made a bad connection for recharging. It was noted that the patient was alive with no injury at the time of report. It was noted that coupling was tested in the or and showed full bars for coupling.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 97740, serial# (B)(4), product type programmer, patient product ID 97754, serial# (B)(4), product type recharger. (B)(4).